Event description:
Caller reported accidental delivery of 0.3 units of insulin during a procedure involving an infusion set, resulting in a current blood glucose level of 262 mg/dl. Caller has not yet taken action to address this issue and was advised by technical support to contact a healthcare provider immediately for further assistance. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.